Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a stent placement procedure performed on (B)(6) 2015 in the hepatic portal region. According to the complainant, during the procedure, the physician attempted to place a flexima stent in the right hepatic duct. However, the flexima stent was unable to pass through an epic metal stent that was previously placed in this duct. Dilation was performed again using a 7fr dilator, and another attempt to pass the flexima stent through the epic stent was made, however, the flexima stent could not pass through the epic stent. The physician decided to implant the flexima stent using a percutaneous technique via the ptcd tube that was previously placed in the right hepatic duct. The flexima stent was introduced via an 8fr sheath and delivered near the papilla, but the inner catheter stretched and the stent could not be released. During this attempt, the flexima stent had unintentionally repositioned into the left hepatic duct. The physician attempted to retract the stent percutaneously, but failed. The physician then used a snare to retract the guide catheter endoscopically, and the stent was deployed. After removing the pusher from the patient, it was noted that the suture was missing. The physician then made an attempt to remove the flexima stent endoscopically from the patient, but the barb at the distal end of the stent had come into contact with the two metal stents and the flexima stent could not be removed from the patient. It was noted that the proximal stent barb was torn from attempts to remove the flexima stent with the snare, and that the stent appeared to have stretched longer than its original length. The physician could not remove the stent from the patient, therefore the proximal end of the flexima stent was implanted in the stomach. An epic vascular stent was then implanted percutaneously to serve as a bridge from the posterior segmental branch of the right hepatic duct to the left hepatic duct, and the procedure was completed. An additional procedure was later performed (date unknown) to reposition the flexima stent. The proximal end of the stent was repositioned from the stomach into the small bowel. The distal end of the stent was not repositioned. The patient's condition at the conclusion of the procedure was reported to be "stable". There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.